Event description:
Pt to operating room for excision and stsg to the right lower leg; autograft from the left thigh. Dermatome blade was loaded upside down which caused the skin to be harvested too deep. Small patch of full-thickness skin was sutured to the donor site. "Insert with this side up" noted on the correct side of the blade but there are no markings/caution statements on the wrong side of the blade to alert staff. The blade is being loaded in the dermatome incorrectly. Both correct side and the incorrect side fit into the dermatome.